Event description:
Discoloration was noted on several sterile 2x2's in one pt care area. Discoloration ranged from gray/soft-white in color in color to black and red in color. (Photographs available.) Clinical staff notified materials mgmt. Organization-wide recall of sterile 2x2's in same lot number occurred immediately. Approx 91 sterile 2x2's were removed from svc. The next day 12/13/2012, the recall was expanded to include all sterile 2x2's from this company pending a full investigation. Until an alternate 2x2 could be obtained, sterile 4x4's were to be used. An alternate product from a different MFR was delivered and distributed to the organization on 12/14/2012 and remains presently in use. All materials have been inventoried and photographed for record-keeping purposes. None of the noted discolored 2x2's were used to treat pts.